Event description:
It was reported that moved on balloon occurred. During preparation of a 2.25 x 20 synergy drug-eluting stent, the physician noticed a kink in the delivery system close to stent and the stent appeared to be lose on the delivery system. The procedure was completed with a new stent. No patient complications were reported.